Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported hole in port access needle which cause leakage when flushing. There was no patient injury.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion sets is confirmed; however, the exact cause could not be determined. One 20 ga x 0.75 in. Powerloc max infusion set was returned for evaluation. An initial visual observation revealed some biological residue in the sample. A functional test of flushing the infusion set with water using a 12 ml syringe was performed. A leak was observed in the tubing just distal to the luer hub. A microscopic observation revealed a split in the tubing just distal to the luer hub. The surface of the split was observed to have striation-like patterns and radiating tear marks. The edges of the split was observed to be uneven with a rough texture. The investigation findings are indicative of flexural fatigue-based failure, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.